Event description:
Patient was revised due to metallosis wear due to metal particles on the lateral plateau of the inlay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.